Event description:
A report was received that the patient¿s ipg was not holding a charge. It was noted that the spinal cord stimulator had malfunctioned. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure with no device malfunction suspected. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient¿s ipg was not holding a charge. It was noted that the spinal cord stimulator had malfunctioned. The patient will undergo an ipg replacement procedure.